Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms the root cause of the avascular necrosis of his femoral head with subsequent posttraumatic arthritis cannot, definitively be concluded. It is unknown what the trauma of the mva just 9 months previously may have contributed. Although elevated cobalt levels, migration and lucency around the cup from radiological studies and loosening, as well as milky material from the hip joint and flocculent debris are consistent with findings associated with metallosis; without the radiology images and the return of the implant it cannot be confirmed. It cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. Factors and/or some potential probable causes that could contribute to the reported event include but not limited to traumatic injury and overuse. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported a left hip revision surgery due to acetabular fracture. Patient developed avascular necrosis of his femoral head with post-traumatic arthritis.